Event description:
It was reported the pt experienced a loss of therapeutic effect and pain following a fall on the ice onto both stimulators. X-ray confirmed a lead migration and a revision is scheduled. The hcp reported the pt experienced no injury. No further outcome was reported.